Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after depolyment of manta device physician noted blushing and a pseudoaneurysm. Physician advanced 8x40 armada balloon to achieve hemostasis. Additional information: during a tavr procedure ultra sound and micro puncture were utilized to gain central access in the cfa. There was mild calcium and no tortuosity. Measured depth for the manta was 4+1. Sbp was 150 and act was 136 prior to closure. Both heparin and protamine were administered during the procedure. The pseudo was treated with the balloon, no thrombin was injected. The patient was reproted as fine with no reproted patient harm or consequence.

Event description:
It was reported that: after deployment of manta device physician noted blushing and a pseudoaneurysm. Physician advanced 8x40 armada balloon to achieve hemostasis. Additional information: during a tavr procedure ultra sound and micro puncture were utilized to gain central access in the cfa. There was mild calcium and no tortuosity. Measured depth for the manta was 4+1. Sbp was 150 and act was 136 prior to closure. Both heparin and protamine were administered during the procedure. The pseudo was treated with the balloon, no thrombin was injected. The patient was reported as fine with no reported patient harm or consequence.

Manufacturer narrative:
(B)(4) there was no product returned for this complaint. No returned product evaluation could be completed. The device lot history record review for lot number mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. No unit was returned to teleflex for evaluation. Additional information was requested. A response was received. Edwards e-sheath 14f was used. Patient demographics are unknown. Access was at central cfa. Mild calcium was noted posteriorly. Manta was deployed at the measured depth of 4+1 cm. No issues noted with the procedural sheath. The root cause of the pseudo aneurysm is potentially due to vessel damage possibly created during removal of the expandable sheath, causing arteriotomy expansion evolving into a pseudo aneurysm post deployment. Balloon inflation to achieve a quicker time to hemostasis, to resolve a pseudo aneurysm is a clinically accepted therapy and does not indicate device failure. Per IFU, it identifies the following potential adverse event related to the deployment of vascular closure devices. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. In this case, the pseudoaneurysm was resolved using an 8x40 armada balloon. A manufacturing record review was completed and no related nonconformance's were found. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.